Event description:
During the fitting of a (B)(6) female pt, a pt service rep contacted zoll customer support to report that the pt's battery was displaying battery pack faults. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval of battery pack sn (B)(4) is currently underway. The reported problem (battery won't hold charge) has been confirmed. As received, the battery would not charge or power on a monitor. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.